Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). A 12x3.50 promus premier drug eluting stent was advanced but failed to cross the lesion. Parallel wire technique was performed but the distal section of the stent came into contact with the calcification and was flared. The procedure was completed with a 3.5 non bsc stent. No patient complications were reported and the patient's status was good.